Event description:
Product problem: difficulty deploying the contralateral attachment system due to incomplete removal of the fusion joint. It was reported that there was difficulty deploying the contralateral attachment system due to incomplete removal of the fusion joint. A scalpel blade was used to help free the wire and deploy the attachment system.